Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when this issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Initial troubleshooting included attempting to reload the suite pc software, but the system failed on the first reboot. The fse then replaced the suite pc; however, despite multiple attempts and consultations with rtac (real-time acquisition center), the software installation remained unsuccessful. During troubleshooting, two different tsms were used, and the pc was connected directly to a wall outlet, but these steps did not resolve the problem. Nss recommended replacing both the suite pc and the network control switch. A follow-up work order was scheduled. In the next visit, the suite pc was successfully installed and operating correctly. However, the x-ray pc was found defective. After consulting with the national specialist support team, it was recommended to replace the x-ray pc. Log file analysis revealed that the ups had recently experienced a power failure, during which it shut down. This event damaged the x-ray pc. To resolve the issue, the fse replaced the x-ray pc. The defective suite pc was returned to philips for failure analysis, which revealed a com port failure. The defective x-ray pc also underwent failure analysis, showing an hdd bay failure. After replacing both pcs and completing the software reload, the system was restored to full functionality and returned to clinical use. The codes were updated based on the investigation outcome.